Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. If additional information is received at a later time this report will be supplemented. The device history record review does not indicate any issues with the manufacturing process.

Event description:
The user facility reported that during a transurethral resection of the prostate (turp) procedure, the loop on the end of the device came off the electrode into the patient. The loop was retrieved from the patient successfully. The procedure was completed with the same resectoscope but with a different electrode. No patient injury was reported.